Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 350 mg/dl to 500 mg/dl and a large ketone level identified by healthcare provider as dangerous. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter and sensor issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer acknowledged the pump was functioning as intended.